Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, insulin was not observed exiting the tubing during the fill tubing step. There was no reported impact to the customer's blood glucose. As the events occurred in the past, tandem technical support was unable to perform a pump system check to determine a possible cause of the reported issue. Customer reverted to using manual injections for insulin therapy.